Event description:
Additional information was received with the model and serial number of the generator.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient seem to be increasing over the last two years. The reported was a nurse at care facility and she noticed this while reviewing his clinic notes. It was unknown if the increase was above or below the patient¿s pre-vns baseline. There were not any medication changes, trauma or manipulation that would have caused or contributed to the seizures. It was unknown the last time the generator was checked. Follow-up with the treating neurologist per the nurse at the care facility and the manufacturer¿s records indicated that they did not have any records for the patient. The nurse that was spoken to stated that the patient may have been a former patient be he is not current patient.